Manufacturer narrative:
(Other): follow up with company representative; device not returned for evaluation.

Event description:
A patient underwent a two-level balloon kyphoplasty procedure under monitored anesthesia care (mac). During the procedure, the patient's pressure dropped. The patient arrested. The cannulas and inflatable bone tamps were removed, the patient was placed supine and resuscitative efforts were initiated. Attempts to resuscitate the patient were unsuccessful and the patient expired. Bone cement had not been inserted prior to the patient arresting. It was reported that the treating physician does not believe the patient's death was related to the kyphoplasty.